Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced low blood glucose (bg) levels less than 1 mmol/l (18 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. The ambulance was called to the patient's home and was assisted by administering glucose and advised to eat a sandwich.